Event description:
During a follow-up, noise on the right ventricular (rv) lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned for analysis. Visual inspection of the lead revealed an external abrasion due to friction with the device can. The external abrasion breached the optim sheath proximal to the suture sleeve and compression damage adjacent to the connector boot, consistent with external forces from the device can. The outer cable coating on the right ventricular cable, the inner lumen, and the inner coating of the lead were abraded, exposing the inner coil at the compression region. Electrical testing found an internal short between the inner coil and the right ventricular cable conductor. The reported event was isolated to the exposure of the inner coil and the right ventricular conductor cable in the compression region.